Manufacturer narrative:
The customer reported a complaint that "the patient's temperature displayed on the thermogard xp ivtm system (sn (B)(4) gets changed if the nurse moves the patient and the power cord plug was sitting loosely in the power module," which was confirmed during the functional testing. It was verified that the plug of the power cord was sitting loosely in the power module, likely attributed to the device's aging. The thermogard xp ivtm system was manufactured in 2012 and is 11 years old, well past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed. The event log review indicated no significant discrepancies. The thermogard xp ivtm system passed the preliminary functional testing with no error. The power module was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed all the final functional tests without error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During the ivtm therapy, the customer reported that the patient's temperature displayed on the thermogard xp ivtm system (sn (B)(4) gets changed if the nurse moves the patient. It was noted that the power cord plug was sitting loosely in the power module. The customer used another thermogard system to continue the treatment without impact on the patient.